Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." On (B)(6) 2018, per a report from computed tomography (CT); ¿findings: 1 ivc filter as described with slight tilt. It is located close to the lowest renal vein on the right side. The distal prongs of the ivc are projecting outside of the lumen of the ivc.¿